Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/24/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The keypad cover was observed to be torn along the edge and at the up arrow key, exposing the key contact. During testing, the up arrow and down arrow keypad buttons were completely unresponsive; all other keypad buttons responded properly. The keypad cover was removed and contamination was found under all key contacts. A leak test was performed and no leak was detected. There was no evidence of moisture damage in the pump. Unrelated to the complaint, a crack was observed along the pump battery compartment.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile cngs prior dmg w/moist) issue. The reporter stated that, after swimming with the pump, the up arrow and down arrow keypad buttons were unresponsive. A tear in the keypad cover was reported, but when it occurred was unknown. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.